Event description:
A (B)(6) pt, with a known heparin allergy, was scheduled for an aortic valve replacement (avr). Prior to cardiopulmonary bypass (cpb), the pt was administered a non-heparin anticoagulant. Upon the initiation of cpb, high circuit pressures and low flow rates were experienced and clots were seen in the circuit. Cpb was stopped, and the decision was made by the cardiovascular surgeon to cancel the procedure. The pt was closed and transferred to the intensive care unit. The pt was neurologically and hemodynamically intact after the event. The blood loss was estimated to be approx 1200cc. The product was not changed out. The surgery was not successful.

Manufacturer narrative:
Terumo has not received the actual device; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and more information becomes available. (B)(4).